Event description:
Following several unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation on an anteverted uterus the physician did a hysteroscopy and saw a "small uterine perforation (2cm)". No treatment was needed for the perforation, but the pt was kept overnight for observation. She was discharged the next day. The pt has been seen on f/u and "there were no problems." A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently, unable to establish a relationship or impact to the reported observation. IFU - according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of the possible perforation prior to treatment. (B)(4).